Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the act button on the insulin pump was unresponsive. The customer's blood glucose was 9.1 mmol/l. The customer was advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.